Event description:
Received information, the pt had two previous lead revisions due to lead migration and subsequent loss of stimulation. Pt is currently not using the system for her bilateral leg pain because the leads still require revision. The pt has been keeping the ins recharged. The pt now reports she gets a burning sensation in the ins pocket site, which lasts throughout the recharge session and resolves approximately 30 minutes post-recharge. The physician plans to explant the device on (B)(6) 2011. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).